Event description:
Pt reported obtaining elevated blood glucose results (161 mg/dl- 228 mg/dl) in 2007. Based on elevated results, pt indicated that she decreased food consumption. At 6:30 pm pt was reportedly exhibiting symptoms of hypoglycemia (disoriented, sweating, and lightheaded). At 6:45 pm, pt's blood glucose was measured on the advantage system with a result of 192 mg/dl. Pt's spouse phoned emergency medical services and, upon their arrival 15 mins later, pt's blood glucose measured 57 mg/dl (on paramedics' device). Pt was treated, by paramedics, with glucose (type and administration route were not provided) and reportedly felt better 20 mins later. No additional treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.